Event description:
It was reported that during a laparoscopic appendectomy procedure the device did not staple but cut. The second resection was done with a new instrument. "Sanies contaminated situs." No further information is available. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; after multiple attempts the device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional follow up: because of the leaking staple line the abdomen was infected with pus. Probably therefore, the patient was treated prophylactically with antibiotics and had to stay longer in hospital. Patient age: (B)(6). We have got the op report. Procedure: laparoscopic appendectomy because of clinically classic appendicitis diagnosis: acute perforated appendicitis. "Preparation of the coecum with difficulties, depiction and undercrossing of the coecum. When using a "45 endo-gia" to take off the appendix, the cartridge drops from the device which cuts nevertheless. A coprolith flops into the abdominal cavity. Using a 35mm stapling device the stub of the appendix is taken care for, but by accident part of the coecum is resected. So two further cartridges are used to close the defect. Recovering of resected appendix and coprolith via bag. Two (2) litres for lavage of abdominal cavity." Antibiosis for three more days. Comment: no mentioning of pus in report. The or staff is well trained with an over 10 year experience in use of our devices. The surgeon is also well trained."

Manufacturer narrative:
(B)(4). Spring cartridge lockout; incomplete-interrupted firing. The analysis showed that the ets45 device was received in good visual condition and with two reloads present. Reload (c) was received fully fired and with the lockout normal; reload (b) was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.